Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the patient was implanted with a gore® tag® thoracic endoprosthesis (tg3415/06375689) to treat a saccular thoracic aortic aneurysm. Some thrombi were present in the blood vessel. On the same day, the patient developed paraplegia and he started to receive medication and rehabilitation treatment. On (B)(6) 2009, the patient was discharged and transferred to another hospital. Patient's paraplegia condition at the time of discharge is unknown. Since the patient was transferred to another hospital, he was withdrawn from the follow-up studies.